Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 600 mg/dl both the times. Customer¿s current blood glucose was 248 mg/dl. Customer¿s blood glucose was 594 mg/dl at the time of call. The customer had symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.